Manufacturer narrative:
High current drain analysis confirmed the complaint of high current drain. The hybrid was removed for further analysis. After the pulse generator was cut open, normal function ensued. The failure mode could not be duplicated.

Event description:
The pulse generator exhibited high current drain since implant. The device was explanted and replaced.